Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was turned on, the screen was blank; it would not start. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device powered up to an error. As a result the hard drive was replaced. Product ID 2067l radiofrequency head.

Event description:
It was reported that when the programmer was turned on, the screen was blank; it would not start. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.